Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: only one complaint rt021 catheter mount was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that no damage was found on the connector. The inner diameter of the connector was checked against product specifications and found to be out of specification. A lot check revealed no other complaint of this type for lot 111006. Conclusion: we are unable to determine whether the connector was manufactured out of specification or if the connector was stretched due to use. All rt021 catheter mounts are pressure tested during production, and those that fail are rejected.

Event description:
A hospital in (B)(6) reported that an rt021 catheter mount was no attaching securely to the breathing tube. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that two rt021 catheter mounts were not attaching securely to the breathing tube during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. We are currently endeavouring to obtain more information on the complaint device and the device return. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.